Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that high ventricular threshold lead warnings began one day after implant and the warning times and threshold levels varied during the day. It was also reported the chronic ventricular impedance varied a lot shortly after implant and later became stable. In office threshold checks were fine and there were no changes in the impedance or sensing. It was also reported that approximately one week later an in office test indicated the device was seeing loss of capture; however, there was true capture. The device and lead remain in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received. Product analysis for clinical data review could not be performed due to corruption of the file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.